Event description:
Event description guidant received information that one day post implant this ventricular lead was explanted due to impedance measurements being > 2,500 ohms, and loss of capture. This lead was replaced with a non-guidant lead, and was returned for analysis.